Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 100% to 15% battery life. It was also reported that when the pump was plugged into a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. It was indicated that the pump and injections would be used for diabetes management.